Manufacturer narrative:
Correspondence from the physician, dated 06/11/1997, revealed the lot number of this device. The physician states in her letter that she has written a letter to each pt in whom a device catheter was implanted to advise that the facility has experienced a few incidents of catheters fracturing but also provided them with the info given to her from the MFR sales rep and advised them that the MFR had informed her that there was no reason to remove these catheters. The physician also requests that if, as a result of the info provided in the MFR's letter, dated 05/30/1997, the MFR's advice in this regard has changed to please let her know immediately. On 06/17/1997, the enclosed medwatch report (1289651001-1991-0001) was rec'd. The report states that during removal of the device, the physician discovered it was broken into two pieces. One piece was removed and the pt was transferred to another hosp in order to remove the second piece. A review of the device history record was performed and did not identify any mfg variances in relation to this event. A trend analysis was performed on similar incidents involving this catalog and lot number and has identified any trends. The MFR's investigation of this event is inconclusive and due to the unavailability of the device for analysis, no physician will be notified of co's review of this event. The physician will be notified of co's review of this event. No further info is available. The MFR is now closing its file on this event.

Event description:
In 2/28/97, the physician's nurse contacted a MFR sales rep and reported that the physician has experienced three device catheter shear incidents. This report investigates the first incident. The physician's nurse did not have any details surrounding any of the three incidents. The MFR's address was provided so that a letter could be sent from the physician regarding these incidents.